Event description:
It was reported that the device would freeze while trying to power up. It was also indicated that the device will only power off by removing the batteries. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device. The unit was placed into a temperature/humidity chamber for 4 days and no problems were observed; however, after a few hundred device resets, the reported problem was duplicated and the reported failure was verified. The device never booted up again. The root cause of this failure was determined to be that the single board computer (sbc) 3.3 volt line measured 0 ohms, causing minor damage to another component (unknown) on the system pcb assembly. The customer received a replacement device.